Manufacturer narrative:
The customer later called back to philips and informed a rse that they had replaced the battery, but the reported issue was not resolved. The rse provided the customer with the part number of the user interface (ui) printed circuit board assembly (pcba) and ui assembly to order and replace. The investigation is ongoing.

Manufacturer narrative:
It was reported that the unit powers on by itself. The remote service engineer (rse) advised the customer to disconnect the battery then connect the alternating current (ac) power and to monitor the v60. The rse then stated that if the v60 does not power up on it's own then to replace the battery. The customer stated they had batteries in stock for replacement if necessary. The customer later called back to philips and informed a rse that they had replaced the battery, but the reported issue was not resolved. The rse provided the customer with the part number of the user interface (ui) printed circuit board assembly (pcba) and ui assembly to order and replace. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered ui assembly replacement aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit powers on by itself. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit powers on by itself. The remote service engineer (rse) advised the customer to disconnect the battery then connect the alternating current (ac) power and to monitor the v60. The rse then stated that if the v60 does not power up on its own then to replace the battery. The customer stated they had batteries in stock for replacement if necessary. The investigation is ongoing.